Event description:
The customer called stating that the drive support cap was sticking out. The customer also stated they were receiving an alarm. The customer's blood glucose is unknown. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump was received with a cracked end cap. Unable to perform the prime, basic occlusion or occlusion test due to the cracked end cap. Cracks to the case, battery tube threads, reservoir tube lip and a scratched lcd window also noted.